Event description:
Boston scientific received info that the field rep stated the right atrial lead exhibited loss of capture. The device was programmed vvi in order to electrically abandon the ra lead. The physician is considering performing a revision procedure, however it has not yet been scheduled. No specific measurements were provided and no adverse pt effects were reported. No add'l info is currently available. If add'l info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.